Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a display (cloudy w/ moisture) issue. It was reported that moisture was located behind the display. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because the issue may impact the user's ability to read some or all of the information on the screen which may result in over or under delivery.

Manufacturer narrative:
The pump has been returned and evaluated by product analysis on 09/22/2017 with the following findings: during investigation, the display screen is fully functional and illuminated. Evidence of moisture corrosion is observed on the display screen inside the pump. Unrelated to the original complaint, investigation revealed a battery compartment leak after performing a leak test. The pump¿s cover was removed, and further moisture corrosion was found to the cgm module and to the power printed circuit board. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.